Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and a wingset and a tube were observed to have blood on them. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood was pooling in the stopper well with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: (2 of 2 complaints). It is reported blood was pooling on top of stopper when using wingset.

Manufacturer narrative:
Medical device type: jka, fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood was pooling in the stopper well with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: (2 of 2 complaints) it is reported blood was pooling on top of stopper when using wingset.